Event description:
The customer reported that an 840 ventilator display reset while in use on a pt. The pt was not harmed or injured as a result of the event. The customer reported to have reseated the bd to gui cable. No parts were replaced. Covidien was not authorized to repair the unit.